Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic and non-dependent on the device for normal function. It was noted that the right atrial lead was dislodged during an unrelated procedure for a valve replacement. The lead was revised and repositioned on (B)(6) 2019. No electrical abnormalities or issues were noted. The patient was stable before, during and after the procedure.